Event description:
I have allergan natrelle saline biocell textured breast implants #168. I noticed at some point on (B)(6) or (B)(6) 2020 that my right implant ruptured. I did not have any major incident to cause this (no car accident, etc). I believe what it did was literally leaning over to put sheets on my bed on (B)(6), because I felt something weird in my right breast, not painful so I didn't think anything of it. On (B)(6), I went to itch and definitely felt a difference. Took off my top and while it wasn't completely flattened, there was an obvious size/shape difference between my right and left implant. By the time I saw dr. (B)(6), a plastic surgeon in (B)(6), (B)(6) 2020, I had very little saline left in my right implant. It was poking out the side of my breast, and you can clearly now ((B)(6) 2020) see the outline of the implant in my armpit. He explained all implants rupture eventually, but very rarely before the 9-11 year range whereas mine ruptured in just under 6 years, and in his opinion was odd. I also have had numerous issues with my left implant, mainly displacement, where it is now "falling", once again for the second time, and I believe the permanent sutures placed are failing (explained later here). I had my implants originally placed (B)(6) 2014 by dr. (B)(6) in (B)(6). I lived in (B)(6) at the time but was visiting my home state and decided to have my surgery with dr. (B)(6) while I was there. Other than extreme pain post-op I healed well and was cleared to fly home to (B)(6) approx 3 weeks after surgery. Shortly after returning home to (B)(6), I realized I had a painful bump near left implant's incision. I went to the ER at (B)(6) hospital shortly after pain escalated as well as fever and was seen by a general surgeon who wanted to place me under general anesthesia to lance/pack the bump to avoid added pain near my recent surgical wound. I agreed, but was upset when I woke up without my left implant. I honestly believe the emergency surgeon cut too deep lancing the bump and accidentally popped my implant, though the official answer was "everything was so infected we had to remove it". I had my left implant replaced (B)(6) 2015 by dr. (B)(6) in (B)(6), after moving permanently to (B)(6). Noticed immediately after surgery that it sat too low on my chest, was told by plastic surgeon to wait until my 6-month follow up. It had indeed displaced, approx. "2 finger widths" according to his (B)(6) 2015 surgical notes. During that surgery I had a "capsulorrhaphy"/permanent suture of ethicon" according to his surgical notes. That was my 4th surgery in under a year on my breast implants, 3 of which only involved my left breast implant. Since 2015, both implants have caused me near-constant pain, tenderness, intermittent numbness, & general all-around discomfort. Otherwise no major implant-related problems until my implant "popped" in (B)(6) 2020. Since then I have had constant mod-severe right breast pain, tenderness, extreme tiredness, and general feeling of "being ill". I truly believe they are poisoning me and is affecting my quality of life so much I barely leave my bed at this point. Also noteworthy, I was diagnosed sero-negative rheumatoid arthritis in 2019 officially after 2-3 years of suffering constant symptoms, but still haven't had any positive tests of any kind, including MRI, x-ray, various blood tests, etc. To show arthritis in any form and I am starting to wonder if the implants caused this or activated the gene for autoimmune issues. Very few relatives and no close relatives with any autoimmune disease, just my mom with osteoarthritis as the closest thing. I have also been given the run-around by allergan, who are doing everything they can to not give financial assistance for my upcoming surgery (date to be determined this week) or the biopsy dr. (B)(6) insists upon doing to test for bia-alcl. I understand business is business but this is absolutely ridiculous. Will be scheduling full capsulectomy this week. No recent tests done, but will have a biopsy and possibly fluid test if they find fluid surrounding either implant, I would also expect blood tests as a possibility during my surgical procedure. FDA safety report ID# (B)(4).